Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board and system board were replaced to address the issues.